Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion is located in the moderately tortuous and moderately calcified right anterior tibial artery. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for endovascular thrombectomy. During the procedure, it was noted that the balloon ruptured at 10 atm for 30 seconds upon the second inflation. The device was removed without any problem using the normal method. The procedure was completed with a different device. There were no patient complications, and the patient status was good post procedure.

Manufacturer narrative:
E1-initial reporter first name added. Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the inner lumen identified damage approximately 50mm proximal from the distal tip. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The investigator was unable to inflate the balloon due to the inner lumen damage. The markerbands, blades and tip section of the device were visually examined, and no issues were noted. All blades were present and fully bonded to the balloon material. A visual and tactile examination of the hypotube/shaft found no issues.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion is located in the moderately tortuous and moderately calcified right anterior tibial artery. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for endovascular thrombectomy. During the procedure, it was noted that the balloon ruptured at 10 atm for 30 seconds upon the second inflation. The device was removed without any problem using the normal method. The procedure was completed with a different device. There were no patient complications, and the patient status was good post procedure.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion is located in the moderately tortuous and moderately calcified right anterior tibial artery. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for endovascular thrombectomy. During the procedure, it was noted that the balloon ruptured at 10 atm for 30 seconds upon the second inflation. The device was removed without any problem using the normal method. The procedure was completed with a different device. There were no patient complications, and the patient status was good post procedure.